Manufacturer narrative:
Date sent to FDA: 1/16/2020. H6 patient codes: 3189 - surgical intervention,1994,2240,1695. Additional information: a2, a4, b7, d1, d2, d4, d7, h4. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6)2016. It was reported that following the procedure the patient experienced pain,hernia recurrence and adhesion. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on(B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.